Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via phone call that patient had low blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer's husband stated we don't need for us to call back and report this time. The customer's husband is not in the best health and stated he has helped. The customer's husband insist it was not pump error but was in a coma for 4 days. The customer's husband was requesting for a new battery cap and advised that we will sent a replacement.